Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was found at 13.2 cm to 13.9 cm from the distal tip. The etfe coating was abraded at this location. (B)(4). No complaint received with return of device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.